Event description:
It was reported that an ilet user experienced a leaking insulin cartridge and requested replacement infusion sets, after which a two-pack was arranged for shipment. Symptoms included elevated blood glucose to 261 mg/dl that later decreased. Outcomes included the need for replacement supplies. Investigation included collection of user-reported details and shipment of replacement components. Investigation of this case revealed insufficient information to determine the cartridge lot or a specific failure mechanism, and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to limited information.